Event description:
It was reported that during a robotic low anterior resection with colostomy procedure that the suction irrigator got in between the anvil and the stapler. The stapler fired but the anastomosis ripped while removing the stapler. The stapler was stuck when attempting to remove, the device was opened completely and the spike retracted back into the stapler, but the anvil remained in the patient¿s rectum. The remainder of the anastomosis was then cut out to remove the anvil from the patient. The robot was redocked and anastomosis was attempted with a second device. Second firing did not pass a leak test and the anastomosis was over sewn. Anastomosis then passed the leak test. Patient received a planned colostomy that was not related to the device failure. Patient is currently doing well, not additional patient consequences. Extended stay in the hospital post-op. The extended stay time was for precaution.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date /sent: 07/13/2022. D4: batch # 272a10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with the guide face and knife smash. The knife was damaged as if it was pressed against the anvil, this condition is consistent with a cut off-center. The breakaway washer was present with an off-center cut. Also, some staples were noted to be stuck and protruding inside of the pockets in the same area of the damage was noted. No further functional testing could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.